Manufacturer narrative:
The customer's reported problem was verified. An alarming "wrong cassette" message was activated when latching a cassette onto the customer's pump. Fluid ingression was found visible on the pump's downstream occlusion sensor. Based on the investigation results, the pump's downstream occlusion sensor was replaced.

Event description:
It was reported that the cadd-prizm vip gave a wrong cassette alarm. No death or serious injury was reported in connection with this incident.